Event description:
The customer reported a leak of less than 1 ml coming from the probe of the coulter act diff 12 analyzer while running qc; the leak was not contained within the instrument. The instrument later recovered low hgb, rbc, wbc and plts while rerunning qc. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer technical specialist (cts) stated that the customer cleaned the probe wipe block resolving the leak reported. Service was not dispatched for this event. The failure mode related to the leak was due to a dirty probe wipe. The customer performed cleaning of the probe wipe block and related tubing which most likely resolved the reported problem for low recovery on hgb, rbc and plts. (B)(4). Customer resolved leak themself.